Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: no definitive root cause was able to be determined however both failure modes are consistent with excessive and/or errant malleting during helical blade insertion. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the helical blade coupling screw and helical blade inserter are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The coupling screw is specifically utilized, along with the helical blade inserter for proximal nail locking with a helical blade. The coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using light hammer blows to the back of the coupling screw. The returned instruments were examined and the complaint conditions were able to be confirmed in each instance as the head was found to be broken off of the coupling screw¿s shaft and the cap of the locking shaft was broken off of the helical blade inserter¿s alignment indicator. The remainder of the coupling screw was examined and the threaded tip was cut-off (per complaint description). The helical blade inserter shows significant witness marks on the handle and alignment indicator consistent with errant hammer blows during insertion. No definitive root cause was able to be determined; the failure mode is typically associated with off-axis malleting during helical blade insertion. Relevant drawings for the returned instruments were examined (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and no material review reports, non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing date: may 5, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the back of a helical blade coupling screw broke off during the insertion of a trochanteric fixation nail (tfn) construct on (B)(6) 2016. The surgeon was not able to fully remove the broken instrument from the helical blade. Therefore, the surgeon cut the device from the helical blade, leaving a portion attached to the implant in situ. Additionally, the tightening screw on the helical blade inserter sheared off, but reportedly did not affect or impact the procedure. A surgical prolongation of thirty (30) minutes was noted. The patient's condition was reported as stable. This report is 1 of 2 for (B)(4).